Manufacturer narrative:
Following laboratory analysis a further investigation has been initiated regarding the air void identified as out of specification per (B)(4). The review of the documentation associated to the manufacturing process indicates that all devices were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. During the analysis of the returned device, it was observed that the device had a crease/fold over the implant. According to the directions for use, this condition occurs when the device bends over itself during the implant procedure or after the device was implanted. Along with the passage of time and other events, such as capsular contracture, this could cause the shell to crease and abrade on itself, resulting in thinning of the shell and causing an opening. This was assessed as fold flaw opening, hence, these conditions could cause the deflation. In addition, a potential workmanship was identified and it was classified as air void in the bonds between the valve and shell. However, it is not related to the deflation event. Considering that there is no adverse trend for this type of event no additional actions are deemed required at this time. The issue with air voids in the valve will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Physician reported left side deflation and capsular contracture, baker grade I. Device has been explanted.

Manufacturer narrative:
An initial review of the device history record has been completed. No deviations or non-conformances noted. A second review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, and one linear opening in the radius. A leak test was performed which identified openings. A microscopic analysis was performed which identified: two openings smooth at crease assessed as fold flaw opening and partial delamination of valve due to adhesive failure. Also, identified during additional visual analysis, air void on valve side out specification per qa199.06. Fill inspection was performed and identified no blockage in the valve. The creases condition that was indicated in the complaint was observed, nevertheless is considered non-related to the manufacturing process, since the device was received out of their primary packaging and is an explanted device (multiple handling during the explantation/shipping process could lead a variation on the device conditions). Based on the device analysis the final assessment is: two smooth openings at crease assessed as fold flaw opening. Partial delamination of valve due to adhesive failure. Creases were observed, nevertheless is not related to the manufacturing process. Air void, valve area side out specification, however it is not related to report event.

Event description:
Physician reported left side deflation and capsular contracture, baker grade I. Device has been explanted.

Manufacturer narrative:
Additional data: additional information regarding the event, product, or patient details was requested of the reporter by allergan; no additional information is available. Device evaluation: a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma or seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Physician reported left side deflation and capsular contracture, baker grade I. Device has been explanted.